Manufacturer narrative:
(B)(4). D10: medical products: item#: 113632, comp primary stem 12mm mini; lot#: 66335967. Item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: 625110. Item#: 180560, comp nlk scr 3.5hex 4.75x30 st; lot#: 66008695. Item#: 115396, comp rvs cntrl 6.5x30mm st/rst; lot#: 66665365. Item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 66450519. Item#: 66450519, mini standard thickness +0mm taper offset 40mm diameter humeral tray; lot#: 66653185. Item#: 110031418, standard 36mm diameter bearing; lot#: 66259457. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately eleven (11) months ago. Subsequently, there has been an alleged unknown complication with no known intervention to date. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product was not the cause of the event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial right reverse total shoulder arthroplasty approximately one (1) year and three (3) months ago. Subsequently, the patient underwent a revision surgery approximately a month and a half after their intial surgery due to a mechanical failure of the glenosphere. No further information has been provided at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a4; b4; b5; b7; d2; g2; g3; g6; h1; h2; h6. Once the investigation has been completed, a follow-up MDR will be submitted.